Manufacturer narrative:
The device has not yet been rec'd for eval. Should add'l info be rec'd a supplemental form will be completed.

Event description:
It was reported that the screen on quick bolus button has stopped working. Customer had high glucose levels.